Manufacturer narrative:
The reported event was confirmed. A lubricath catheter was returned with its balloon burst. A potential root cause for this failure could be "non-uniform thin sac and /or finish dip coverage". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter's balloon burst within 24 hours of use. The complainant reportedly inflated the balloon with 15-20cc of tap water. There was no impact to the patient and no pieces of the balloon were observed to be missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter's balloon burst within 24 hours of use. The complainant reportedly inflated the balloon with 15-20cc of tap water. There was no impact to the patient and no pieces of the balloon were observed to be missing.